Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, error b30 (scope communication error) occurs, the r-unit is broken, the outer tube is scratched and therefore has sharp edge a definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the ¿no image¿ malfunction was traced to breakage in the r-unit and the video cable, as well as the presence of smear or lines on the image. Additionally, the most probable cause of the ¿error b30 (scope communication error)¿ malfunction was traced to breakage in the video cable. The most probable cause of the malfunction described as ¿the outer tube is scratched and therefore has a sharp edge¿ was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the rigid video laparoscope had an image line on the screen. This issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.